Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported via facility medwatch mw5063528 that a guide wire fracture occurred. The target lesion was located in the axillary vein. A 3 025/180 platinum plus¿ guide wire was advanced to the lesion however, the distal portion of the guide wire broke off. The device was snared and removed.